Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that 2-days after implant the patient fell in his back yard and had to be taken in for emergency surgery because this lead had perforated his heart. The patient reported this now because he was going to have another procedure. The patient stated that it was his physicians fault that his heart was perforated by the lead. Should additional information be received, this file will be updated.